Manufacturer narrative:
Additional information received 11 august 2021 (email): issue discovered 29 may 2021 during testing. No patient involvement. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with all small knobs cracked. The input/output label is worn and torn at the top. The customer stated problem was not duplicated. No fault was found with the device regarding the customer reported problem. The cause of the reported problem could not be determined. No previous history was found. Manufacturing DHR not relevant because fault could not be replicated.

Event description:
It was reported that the device was reading at a high volume.